Manufacturer narrative:
Tracking #.49654. Ees#.981137/j. D6: device returned with no lot identification. Endopath disposable surgical trocar: based upon inquiry info received, visual examination and functional test, the reported event was confirmed. The obturator handle was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported the 512s was used during a laparoscopic appendectomy. It was reported by the affiliate the safety shield of the device would not activate properly. There was no consequence to the pt.